Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h4, h6: part: 398.40; synthes lot: a7oa37 (wo 903196); release to warehouse date: september 16, 2005; manufacture site: tuttlingen; part expiration date: n/a; list of nonconformances: n/a. A review of the device history records (DHR) showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Traceabilty to the raw material lot number could not be established during this DHR review. No nonconformance reports (ncrs) were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Visual inspection: upon visual inspection, it was observed that the ratchet reduction forceps with narrow points 132 mm was broken at its distal tips. The fracture surface was observed to be free of any fissures, voids, discoloration, or other deformities. Surface wear consistent with the age of the device (14 years) was observed as well. The received condition was determined to agree with the complaint description. No definitive root cause could be determined yet. This complaint is confirmed. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: reduction forceps with points narrow-ratchet 132mm drawings were reviewed and no design issues were found which can contribute to the complaint condition. DHR / material hardness review: a review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. Traceability to the raw material lot number could not be established during this DHR review. No ncrs were generated during the production of this device. Investigation conclusion: the complaint was confirmed as the ratchet reduction forceps with narrow points 132 mm was visually observed to be broken. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, no further corrective and/or preventive action is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; event reportedly occurred in 2019. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date, surgeon was using a small pointed reduction forceps to reduce a fracture, the tip of the reduction forceps broke off. The broken piece was retrieved and a different clamp was used. There were fragments generated from a broken device and were removed easily without additional intervention. The procedure was completed successfully without surgical delay. No patient consequence reported. This report is for a reduction forceps. This is report 1 of 1 for (B)(4).